Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a pod xl and a non-penumbra catheter. During the procedure, while advancing the pod xl through the catheter, the physician experienced resistance, and the pod xl unintentionally detached inside the catheter. Therefore, the catheter containing the detached pod xl was removed together as a unit. The procedure was completed using a new pod xl and a new non-penumbra catheter. There was no report of an adverse effect to the patient.